Event description:
While testing prior to use, the doctor noticed that the coagulation was activating without pressing the button. The unit was replaced with a new one right away. There was no patient contact. Additional information was requested and on (B)(6) 2014, the following was received from the distributor. Since the fault of the nosecone was discovered during testing, there was no patient involvement and therefore only limited information was available. No other information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.